Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was having intermittent charging issues despite the attempt of multiple usb cables and power sources. Customer reported a blood glucose level of 129 (mg/dl). Reportedly, the customer has manual injections as alternate insulin therapy until the replacement pump is received.